Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse discovered that solenoid sol218 had malfunctioned. The fse replaced sol218, resolving the reported issue. (B)(4).

Event description:
The customer reported observing a burning smell from a unicel dxh 800 coulter cellular analysis system while processing patient samples. The customer stated that the instrument generated "solenoid shorted" error messages at the time of the event. There were no arcs, sparks of flames observed for this event and the fire department was not called. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.